Event description:
The customer reported that the spectrum pump displayed system error 105 alarms. No pt injury was reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of "system error 105" caused by severed motor mount screws. The motor and motor mount screws have been replaced.